Manufacturer narrative:
The reported event that (B)(4) would not connect to (B)(4) could not be confirmed. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis was not conducted since log files were not available. Analysis of the devices could not be performed since the devices were not returned for evaluation. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported during a clinic visit that when this patient disconnect the power source from the controller the battery would no longer provide power. Log files were sent. The battery and controller were exchanged without consequence to the patient.